Manufacturer narrative:
Medwatch sent to FDA on 03/04/2016. In response to FDA report number 5058883. The reported events of infection with drainage and pain, and inadequate tissue ingrowth constitute a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
Patient reported implantation of seri surgical scaffold to support mastectomy reconstruction. Post implantation, the patient developed capsular contracture and an infection with associated drainage and pain requiring removal of the breast implant. A portion of the scaffold was found to be unincorporated and removed.

Manufacturer narrative:
Clarification to brand name: seri surgical scaffold (us). Clarification to seri lot number p13102801a. Clarification to a portion of seri scaffold was removed during surgery on (B)(6) 2015 and another portion was removed during surgery on (B)(6) 2015. Concomitant product(s): implanted on (B)(6) 2014; ongoing cancer treatments.

Event description:
Additional information received from health professional that during removal surgery on (B)(6) 2015, "copious amounts of purulent material began to spill" and the scaffold "had been noted not to have integrated and was then removed as well." Patient developed cellulitis and during secondary removal surgery on (B)(6) 2015, "it was noted that the seri® patch that had been placed had not integrated" and "there was copious amounts of purulent material that began to spill." Patient representative also reported the patient has ¿endured great emotional stress¿ and patient ¿continues to struggle with [their] body image¿.